Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal resection, when detaching the rectum, the device did not fire. The surgeon was able to press the green button but handle could not be squeezed. Both handle and reload were replaced to resolve the issue. There was no patient injury.